Manufacturer narrative:
Date sent to the FDA: 10/03/2007. Conclusion: the customer reports that the surgeon grasped the needle 1/4 the distance from the swage to the tip. This area is not within the ethicon recommended area for handling needles.

Event description:
International customer reported that the needle broke during a rotator cuff repair. It was believed to have fallen outside the patient so surgery site was closed. X-ray taken and needle piece found. The patient was returned to surgery where the wound was reopened and the retained needle piece excised.